Manufacturer narrative:
Product event summary #investigation summary - it was reported that the patient noticed increased spasticity. An x-ray showed a disconnected catheter at the connector pin site. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event. An x-ray showed a disconnected catheter at the connector pin site. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Concomitant medical products: product ID: 8711, lot# l78412, implanted: (B)(6) 2000, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000 mcg/ml baclofen at 200 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient noticed increased spasticity. An x-ray showed a disconnected catheter at the connector pin site. It was unknown if any environmental, external, or patient factors that may have led or contributed to the issue and it was unknown what diagnostics or troubleshooting was performed. Surgical intervention occurred and the event was considered to be resolved. The patient was noted to be "alive - no injury". No further issues were reported or anticipated.